Event description:
It was reported that this was an arteriotomy closure of the calcified right and left common femoral arteries (rcfa and lcfa) using the pre-close technique prior to an interventional procedure. Reportedly, one prostyle cuff miss [suture retrieval issue] was noticed at each access site. New prostyle sutures were successfully pre-placed in each access site. The sheath was upsized to greater than 8.5f for each site, and the procedure was completed. Hemostasis was achieved with three prostyle sutures in the rcfa and two prostyle sutures in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.